Event description:
A nurse reported blood glucose results of 162 mg/dl with a lifescan meter and 76 mg/dl on a laboratory device, performed within 30 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The nurse also reported blood glucose results of 162 and 29 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or 20 mg/dl, thereby indicating a potential malfunction in terms of precision. The quality control tests were done and they passed. The testing technique was correct. The test strips were in good condition and the codes matched.